Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a loose cable behind the ventilator display board. The cable was reseated. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The anesthesia machine was reportedly replaced. There was no reported patient injury.